Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event

Event description:
It was reported that the patient underwent c4-6 expansive open-door laminoplasty due to cervical spondylotic myelopathy (csm). Post-op, infection /infection symptom was reported. The incision was irrigated and the irrigated incision was washed urgently on (B)(6) and after that, antibiotic was administered. The patient was under follow-up. Hospitalization was prolonged because revision surgery was performed to wash the irrigated incision. Increase of crp (c-reactive protein) level was noted.